Manufacturer narrative:
This issue has been opened as complaint (B)(4). The device was returned to (B)(4) service and was tested and evaluated. The regulator, pressure gauge, and high and low pressure hoses were disassembled from the transport cart. The left gauge malfunctioned as the pressure did not meet spec; the gauge read below the set value. Both the right and left regulators and pressure hoses operated as expected. This complaint is not an issue with 'lack of effect' against the cylinder. The cylinder worked correctly on one side of the device and upon the service investigation, it was determined that the gauge on the left side was not operating to specification. Upon manufacturer review, it was determined that the malfunctioning gauge does not impact the delivery of nitric oxide to the patient. Therefore, the malfunctioning gauge was not the cause of the patient death.

Event description:
This is being reported in response to a medwatch ((B)(4)) received by (B)(4) on 26-aug-2016. This report stated that there was a neonate male patient who passed away. On (B)(6) 2016 at 10:00 am, the patient started therapy with nitric oxide (inoflo) delivered by the medical device inovent. After 7 hours of therapy, at 5:15 pm, a nurse detected that the patient did not improve. Therefore the nurse decided to disconnect and reconnect the cylinder to another port in the same equipment, after which the patient improved. After an unspecified time of treatment, the patient died while he was connected to the inovent device and was receiving nitric oxide. The healthcare professional, as reported on the user medwatch, reported the fatal outcome was related to the malfunction of the device. No further details were available at the time of this report due to medical privacy.